Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿won¿t stay on after powering on¿. The unit was triaged and the reported issue was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), the unit had a damaged board. No patient involved. On (B)(6), during triage the service technician found that the unit won t stay on after powering up.